Event description:
Following a pta procedure, an angio-seal device was placed. The pt had complained of pain before the device was deployed; however, as pain continued post device deployment, an x-ray was performed which identified an occlusion. The pt was taken to surgery where the anchor was found to have hooked on a piece of plaque approximately 5mm below the punture site. The collagen was noted to have been deployed in the artery, thereby causing the occlusion. The anchor, collagen & suture were removed from the pt and flow was restored. The pt reportedly tolerated the procedure well and was scheduled for discharge a few days later.